Event description:
The facility alleges staples were jammed. This condition occurred during use, two times with two different staplers. The device lot numbers are unk. No pt injury or medical intervention was reported.

Manufacturer narrative:
Device evaluated by MFR: the device has been requested for eval but has not been received. Should the device be received for eval, a follow up report will be filed upon completion of the eval.